Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax fiber naso pharyngo laryngoscope fnl-7rp3. In the event reported the user stated that they are sending the scope for evaluation torn boot. There is no adverse event reported with this complaint. The device was received at pentax medical service facility for further evaluation on service order (B)(4) where the user narrative was confirmed. Inspection findings segment steel braid cut failed dry leak test failed wet leak test ocular assy scratched bending rubber leak at middle section insertion tube mild crush at stage 1 fluid invasion not observed in control body bending rubber pinhole. The device was repaired and returned to the user on delivery note (B)(4). Parts replaced: o-rings and seals bending rubber segment steel braid. Based on the service history the device was not routinely serviced by pentax since installed 14nov2011. No additional information was provided.